Manufacturer narrative:
Device lot number not provided. Evaluation was not possible, as the device is not being returned (method code and results code). Review of the device history records could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is necessary at this time. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a stabilization procedure it was reported that the surgeon was roughing up the glenoid with the shaver and metal shavings started to come away from the device. The surgeon was able to remove the shavings via suction. No patient injury and no significant time delay reported. The procedure was completed with a backup device.